Event description:
It was reported that the system was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.continued - 1258t/86, (B)(4). (B)(4) review of quality records.

Manufacturer narrative:
Analysis was normal.